Manufacturer narrative:
H11: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial report phone number extension: (B)(6). E1: initial reporter phone number (additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set ¿had a rupture of the transfer line¿ (separation between the female connector and the main body of the minicap transfer set); this was further described as ¿the spike of the transfer line came out when connecting to the patient's line and the same when disconnecting¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.